Manufacturer narrative:
Visual inspection was not performed as the lens has been discarded. The reported complaint cannot be confirmed. A manufacturing record review (mrr) was performed and the pcb00 units were manufactured within specifications. The manufacturing process requires that lenses are 100% cleaned and inspected at 10x microscope magnification. The visual inspection specifications for defects are defined to release lenses within specifications and in compliance with the product intended use. The lens met specification prior to release. The directions for use (dfu) was reviewed. The dfu and the precaution sections adequately provide instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when inserting the intraocular lens (iol), the lens had to be cut out because the front haptic would not go into the capsule. No patient injury reported.